Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized six days after onset for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. At the time of this report, hospitalization was ongoing. The patient had not recovered from the event. Dianeal therapy is ongoing. No additional information is available.

Manufacturer narrative:
B)(4). It was reported that the cause of the peritonitis was a break in aseptic technique (not further specified). The peritonitis was manifested by abdominal pain and turbid (cloudy) pd (peritoneal dialysis) effluent. On the same day as onset, the patient visited the emergency room. On the same day, the patient began treatment for the peritonitis with ceftazidime and cefamezin (one gram, once a day, intraperitoneally). Three days later, treatment with ceftazidime and cefamezin was stopped. The next day, the patient began treatment with vancomycin (every 5 days, dose unknown) intraperitoneally. At the time of this report, treatment with vancomycin was ongoing. Fifteen days after peritonitis onset, there was no improvement therefore, dianeal therapy was discontinued, the patient¿s pd catheter was removed and the patient was started on hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.